Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The insulin pump was received with cracked case on the display corners, cracked reservoir tube, cracked battery tube threads, minor scratches on lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had two motor error alarms. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 132 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.